Event description:
Doctor revised a v-40 l-fit head 36 +5, replaced by a biolox c-tpr head with a sleeve. Per medical records received: the patient was revised due to elevated metal ion levels and was otherwise asymptomatic. The femoral head and liner were revised.

Manufacturer narrative:
An event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the patient underwent an uncomplicated primary total hip arthroplasty in 2006. An accolade stem with v-40 metal head was implanted along with a competitor cup. In 2013 he presented to his surgeon after being notified that the femoral head used in this procedure was under recall. The surgeon initiated a workup looking for any issues. An MRI showed a large effusion but no other destructive processes. Serology revealed elevated metal ions. On 3/8/17 the patient underwent a revision head and liner exchange. Finds at the time of surgery included a large cloudy effusion and a crack in the posterior aspect of the acetabular liner. No metallosis or evidence of pseudotumor was present. Abductors were intact. Upon removal of the femoral head the trunnion was intact and without damage. A new head, sleeve and liner were placed. It is confirmed that a stryker v-40 head a and a competitor liner were revised. The root cause of the liner failure cannot be determined from the documentation provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to elevated metal ion levels. A review of the provided medical records by a clinical consultant as unable to confirm the event. Additional documentation such as return of the device, pathology reports, and pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised a v-40 l-fit head. 36 +5. Replaced by a biolox c-tpr head with a sleeve.